Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. G2: foreign, event occurred in sweden.

Event description:
It was reported that during surgery on an unknown date, the device did not cut through at all places. There was no patient injury, or delay. Due diligence is complete and there is no additional information available.